Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented to the hospital, after a merlin.home transmission for non-sustained lead noise episode was observed due to post-paced t-wav e oversensing. The patient did not receive therapy.reprogram ming changes were recommended.